Manufacturer narrative:
No further information regarding this report is known, and will be updated if additional information is received.

Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead had elevated but stable pacing impedances around 2500 ohms. They tested the lead while moving and manipulation without any additional findings. It appears that this lead remains in-service. All additional attempts for patient, model/serial number, and outcome were unsuccessful. No adverse patient effects were reported.